Event description:
The surgeon inserted a three piece collamer lens model cq2015 into patient's eye and a haptic toreoff. The surgeon removed the lens without enlarging the incision & replaced with another lens model. No patient injury.